Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell 3 of 4. The patient was connected at the time of the alarm. The technical service representative assisted the home patient (hp) in clearing the alarm by cycling the power on the device. During troubleshooting it was determined that the supply bag disconnected without falling. The hp will finish therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a solution bag disconnection was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.